Event description:
It was reported the burr hole cover's left hole and right hole were different sizes. The burr hole cover was replaced. Patient was noted to be "overall ok."

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082215013a, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4): the initial MDR was filed as MFR report # 3007566237-2013-03871. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead, lot #va0awnd, found no anomaly. Analysis of the stimloc base found it broken. It was cracked due to overstress damage and the damage was observed on the underside of the base. The screws received for analysis had damage to the head, indicating the screws were over torqued at one point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.